Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The 95% target lesion with no tortuosity and mild calcification was located in the circumflex artery. The physician used a promus element 3.00 x 12 to stent a lesion. As the physician was pushing the stent forward, it was unable to cross the lesion. They then advanced the 6 fr runway jl4 guide catheter, however the guide catheter created a small dissection in the left main. The stent crossed the lesion and was deployed successfully and the patient did well without any further intervention needed. No patient complications were reported and the patient's status is fine.